Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified corrosion due to fluid intrusion on the radio printed circuit board (pcb). A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported condition of "powered off during infusion" which was reproduced during evaluation. Evaluation confirmed the reported symptom through the causality of failed radio pcb caused by corrosion due to fluid intrusion. The wireless battery module is damaged beyond repair opportunities, and therefore the correction required was device replacement. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off due to the battery module during therapy of saline at a rate of 100ml/hr for 30 minutes. It was also reported that the battery module had evidence of fluid intrusion. There was no patient injury or medical intervention associated with this event. No additional information is available.